Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received unspecified low reading obtained on the sensor and experienced a loss of consciousness and hit his head during the fall. Paramedics were called and customer was taken to the hospital where he was treated with glucose IV. A reading of 241 mg/dl was obtained on the sensor compared to a reading of 397 mg/dl on the hcp meter. It is to be noted that readings are not consistent with the treatment. There was no report of death or permanent impairment associated with this event.